Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient's representative, regarding a patient receiving bupivacaine (25 mg/ml, unknown dose) and dilaudid (40 mg/ml, unknown dose) via an implantable pump for non-malignant pain. It was reported the patient's pump was removed due to an infection. The infection was diagnosed in (B)(6) 2019 and the type of infection was cellulitis. The pump was removed on (B)(6) 2019. No further information provided.